Manufacturer narrative:
(B)(4).

Event description:
A health care provider reported that the patient experienced fluid accumulation in her abdominal pump pocket on multiple occasions starting on (B)(6) 2017. The catheter was replaced on (B)(6) 2017 in an attempt to solve the issue, but the patient continued to experience fluid accumulation in the same area. The fluid was extracted and it was determined that the fluid is cerebrospinal fluid (csf), the pump was subsequently replaced on (B)(6) 2017. Pump therapy is intended to treat pain with morphine, clonidine, and physiological saline. The patient experienced headache and increased pain since (B)(6) 2017.

Manufacturer narrative:
Device evaluation: the pump evaluation included visual inspection, priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and operated per specification. (B)(4)